Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the inner thigh and may have developed paradoxical adipose hyperplasia on the same area.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01771-00.

Event description:
Duplicate of (B)(4). An allergan pdm reported that a patient may have developed pah post coolsculpting treatment.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see emdr 01909 as the operating record related to this complaint.

Manufacturer narrative:
It has been identified that this record, mrn 3007215625-2021-01601, is a duplicate of mrn 3007215625-2021-01771. Please see mrn 3007215625-2021-01771 for reportable events.